Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint showing 2 unused shelf packs. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes were underfilling. There was no patient impact. The following information was provided by the initial reporter: customer claims that some tubes do not fill as recommended blood volume in the tube. Customer uses eclipse signal and pbbcs ut. No impact on patient or results from the analyze from laboratory.